Event description:
I had essure put-in in 2008. By 2010, I was in pain all the time and was told I had graves. By 2012, I was unable to have sex due to pain. (B)(6) of 2013, my doctor did a hysterectomy and found that my right coil was pushing out of my right tube and had to remove it along with my right ovary as well as my uterus. Diagnosis or reason for use: permanent birth control.